Manufacturer narrative:
Device has not been received at time of this report. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: the tracheal cuff leaked. Defect found upon usage. No pt injury reported.